Event description:
It was reported that during a da vinci partial nephrectomy procedure, the customer noted that the vessel sealing instrument cables were broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument's snake wrist cables was found to be broken at the distal end and stuck out. No damage to the conductor wire; blade not exposed. An addition the instrument's snake wrist was found to be dislodged. The snake wrist was dislodged next to the broken wire. Due to the damage to the wrist and cable, failure analysis was unable to further test the instrument. Failure analysis investigation concluded that the damage was likely due to mishandling. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's snake wrist found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.